Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 600 mg/dl. The customer was wearing the insulin pump at the time emergency medical services were called. The customer was in the hospital for three days and the treatment provided included fluids and insulin care. The customer did not wish to troubleshoot the insulin pump as he believed the issue had been resolved.